Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced change sensor alarm. The customer's blood glucose value was 172 mg/dl. The customer stated that the alarm did not occur shortly after performing lost sensor. The customer stated that bad sensor alert occurred after a second consecutive cal error. The product was returned for analysis.